Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced six events of infusion set crimped cannula over the last six weeks from (B)(6) 2024 . The issue was observed within three hours of insertion. The site of insertion was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 6. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
A supplemental medical device report (MDR) was submitted with the manufacturing report number 8021545-2025-00181 for complaint ID (B)(4) sent on 16-oct-2025. This MDR is now being submitted to correct the complaint ID associated with the MFR number 8021545-2025-00181, which is complaint ID (B)(4). The initial MDR with manufacturing report number (8021545-2024-00180), was submitted on 18-feb-2025. Upon completion of the investigation, the manufacturing date was updated as 16-may-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006265, in question was manufactured at the osted site. Device history record (DHR) review: the lot 6006265 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 16-may-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.